Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the burning sensation is not known. Additional information was received from a healthcare professional (hcp). The caller indicated that the patient had general pain in june. The patient went to an hcp that tried to turn the therapy off but the device was turning itself back on. They removed the battery from the remote to keep it from turning back on. The caller stated that the patient was having shooting pain down their legs. At the time xrays showed that the leads had sagged significantly. The caller indicated that a rep checked the device and determined that the impedances were normal and the ins was functioning properly at that time. The caller indicated that the patient has not been happy with the system and they may replace the spinal cord stimulator (scs) system with one from another manufacturer.

Event description:
Rep reported that when meeting with pt on (B)(6) 2024, rep performed connection check and impedance check and all were connected properly and within normal range. Rep set all intensities back to 0. While all intensities were at 0, pt stated she felt burning sensations increasing. Stimulator was left off and all intensities remain at 0. Pt states she wants the device explanted.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) ,implanted: (B)(6) 2021,explanted: product type lead product ID 977a260 lot# serial# (B)(6) ,implanted: (B)(6) 2021, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that their device was acting crazy and the issue began yesterday. Patient stated they had to go to the emergency room last night because their stimulation was doing shock treatments to them and it felt like their thigh was being ripped apart. Patient states she had excruciating pain and shocking from her device. Patient stated would turn off the stimulator, but that it would turn back on its own.  Patient noted they thought maybe they needed to turn their stimulation up a little bit because they were standing so they turned it up and patient also turned the stimulation down and the issue worsened. The stimulation turned on by itself and zapped the patient. Patient took the batteries out of the controller and the zapping stopped but their nerves were so activated and their back and legs were never in that much pain. Patient stated were finally able to stop shocking from device when they removed the batteries in the remote. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.